Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy open procedure, the staples did not deploy and the tissue was cut. Another device was used to complete the case.